Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report. "An alternate view of the returned trident insert can be seen in figure 3, where scratching, burnishing, third-body indentation, and discoloration are evident on the articulating surface. Scratching, burnishing, and third-body indentations are commonly identified damage modes in uhmwpe inserts (reference 1). The insert material had yellow discoloration, which has been attributed to in vivo absorption of synovial fluid (reference 2). Evidence of neck impingement and explantation damage was observed on the distal surface of the insert (figure 4). The rim of the insert contained material damage due to abrasion and delamination (figure 5). Delamination is a fatigue-based mechanism which involves cyclic plastic deformation and the subsequent removal of layers of uhmwpe (reference 1). The specific cause of this rim material damage could not be determined" the mar concluded: "there was no evidence of manufacturing or material defects on the device features examined." Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and there was no evidence of a manufacturing or material defect on the examined liner. Additional information including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
It was reported that tha was done with triad cup, trident liner, v40 head and exeter stem at (B)(6) 2004. The all implants were replaced at (B)(6) 2014, because wear of the polyethylene.

Event description:
It was reported that tha was done with triad cup, trident liner, v40 head and exeter stem on (B)(6) 2004. All implants were replaced on (B)(6) 2014, because wear of the polyethylene.